Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricualar lead exhibited noise in the bipolar configuration. The noise could be reproduced intermittently with isometrics.